Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, but the reported failure - error 1123 - could not be replicated. However, the error was confirmed via error system logs. There were multiple recurring errors 1123 and 1173. The usm was tested on an in-house system and passed in normal mode. The usm was also tested on a psc fixture test platform (pftp) and passed all tests.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). System tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had multiple non-recoverable errors. The tse asked the customer to perform a hard power cycle with an emergency power off (epo) procedure, but the error persisted. The tse asked the customer to disable universal surgical manipulator (usm1) and to confirm that the system worked properly with three usms. The surgeon decided to start the procedure robotically as planned with three usms with less than a 15-minute delay. The procedure was completed as planned with no reported injury.